Manufacturer narrative:
Device was used for treatment, not diagnosis. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.

Event description:
Maude event report ((B)(4)) was received and a copy of the report will be included with this report. This report is for an unknown femoral plate. This is 1 of 2 reports for the same event, complaint #(B)(4).